Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by cloudy pd effluent. The cause of peritonitis and treatment rendered was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). The patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient was discharged from the hospital after 21 days of treatment. The patient recovered.